Event description:
A nurse reported that, during intraocular lens implantation surgery, the lens was faulty, haptic issue. The surgery was completed using the back up lens and there was no patient contact. There are two files associated with this report. This is 2 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).